Event description:
It was reported via a trial that after stent post-dilatation in the left internal carotid artery, the patient experienced right facial droop. Cerebral angiogram was repeated and no thrombus or flow deficit was seen. Intravenous integrelin was started. The neurological deficit completely resolved within 24 hours and was diagnosed a transient ischemic attack. There was no adverse pt sequela. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). Transient ischemic attack (tia) may occur during this type of procedure and as listed in the instructions for use, transient ischemic attack is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available info, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.